Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) canada alleging her onetouch ultramini meter displayed an ¿error 1¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2014. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. About 30 minutes after the start of the alleged issue, the patient claimed she felt low blood glucose symptoms of dizzy and shaky. The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/11/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the meter was found to have a defective crystal x1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.